Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that two months and and seventeen days post an index procedure using a drug-coated balloon catheter on the left upper arm for stenosis, the subject allegedly had an adverse event of recurrence of stenosis on the basilic vein. It was further reported that the adverse event relationship was not related to the device and procedure but definitely related to the av access circuit. Reportedly, a standard percutaneous transluminal angioplasty was used for re-intervention on the target lesion basilic vein with initial stenosis 70% and final residual stenosis 30%. Furthermore, the re-intervention was successful and the current status of the patient was unknown.